Manufacturer narrative:
Investigation: hca used a extra large sling (130 lbs) on patient, during placement of the sling hca forgot to place patient's arms outside of the toilet sling, securing patient in the sling. Hca's recollection of the incident includes that patient may have experienced a medical condition just prior to and that she may have slumped over before falling through the sling and hitting her head on floor. Corrective action: a complete inspection of all maxi's on sight is to be carried out, a recommendation has been made to consider a complete educational program for all staff on lifts.

Event description:
Pt was being toiletted by a hca, hca forgot to place pt's arms outside of the toilet sling securing her in the sling. Hca's recollection of pt: it (appeared) that pt may have experienced a medical condition just prior to and that she may have slumped over before falling thru the sling and hitting her head on the floor. Sling remained connected to lift. Pt suffered a inter-cranial haemorrhage which was caused when pt hit head on floor. One person involved.